Event description:
It was alleged that freeflow occurred while the pump was in use on a pt. The nurse programmed channel a at a rate of 20ml/hr (250cc bag) and started the infusion. When nurse returned about 2 hours later she noted the solution bag was empty. The infusion should have lasted 12 hours. It was further stated that the pt remained in the hosp due to the existing condition and the event did not contribute to any prolonged hospitalization or pt injury.